Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false negative result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reports three false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results. See related cases for alternate false negative results. Customer reports receiving a false negative result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn (B)(4). Customer tested positive on an unknown date with the abbott panbio, sd biosensor and acon biotech flowflex on multiple days. Customer states family members were infected by him and all were experiencing sore throat, fever, body ache, cough and lots of phlegm. Cartridges stored within the validated temperature range.